Event description:
Reportedly, the surgeon noticed that there was 4+ mitral regurgitation after implant. The device was explanted. Upon explant, the surgeon noticed there was suture looping but did not inform edwards. We were informed by his 1st assistant of this suture looping. Device is being returned for evaluation results. Please advise if the mark seen on the leaflets is consistent with suture looping. Dr in hospital. This is an explant at implant due to mitral regurgitation. The device history record (DHR) review is in process. The tee results have been requested in addition to the operative report but have not been received as of 2009. No additional information is available.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Evaluation summary attached: characteristic markings on the valve indicate a suture was looped around commissure 3. Suture track and permanent indentations were present on the free margin and cusp of leaflets 2 and 3. These indentations were most likely left by a suture that was tied tightly down and against the posts at the cusp 3 commissure. No visible inconsistencies were noted in the x-ray. Additional manufacturer narrative: this was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review is completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The evaluation confirms the customers report of suture looping. No additional information has been provided relating to this event. X-ray.